Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover cubie. A field service engineer identified medication residue with corrosion on the row board and replaced the row board; however, the station did not recognize spaces on the bus, replaced the module, controller, and communication sled and then identified duplicate cubie addresses at drawer 3.1. Upon inspection, the position sensor wiring detached from the connector when touched, so the fse replaced the sensor, also found slight damage to the bus cable near the drawer connector and replaced the cable. Retesting showed row boards still not present in the hardware test application, removed and tested each row board individually. The rows reappeared after removing the row a board, then replaced. Further inspection revealed damage to the row c board, which was also replaced, reassembled the drawer and completed testing, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie failed and unable to cubie. Showed as not there on cubie map. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.